Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake cable stuck between the plate and bearings. The technician replaced the brake bearings to repair the bed.